Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-02283. The patient received an scs system, including an ipg and a surgical lead, on (B)(6) 2009. The patient's surgical lead was explanted and replaced on (B)(6) 2010 (reference manufacturer report 1627487-2011-2282). It was reported the entire scs system was explanted and not replaced due to inappropriate and uncomfortable paresthesia. Reprogramming attempts were not able to correct the patient's stimulation. The explanted lead was discarded by the facility. Follow up found no immediate patient complications reported.